Manufacturer narrative:
Follow-up received on 24-feb-2016. Follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, when the coil was released it left part of the delivery device behind (the catheter got caught and a piece broke off in the uterus). Physician removed it with graspers. This event is unlisted according to essure's reference safety information but listed according to the product technical complaint analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the exact mechanism of device malfunction was not informed. Physician also had difficulties to insert the second coil and stopped the procedure. Considering it occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although patient had no serious injury, this might have occurred under less fortunate circumstances. A review of the manufacturing batch record confirmed that the lot reported met all release requirements. However, since no product was returned it was not possible to confirm any quality defect or device malfunction. Moreover, no medical events were reported at this time, therefore the assessment of a relationship with a quality defect is not applicable. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint investigation results received on 30-nov-2015: (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported at this time, therefore the assessment of a relationship with a quality defect is not applicable. Since no medical events were reported, a batch investigation with respect to similar cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, when the coil was released it left part of the delivery device behind (the catheter got caught and a piece broke off in the uterus). Physician removed it with graspers. This event is unlisted according to essure's reference safety information but listed according to the product technical complaint analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the exact mechanism of device malfunction was not informed. Physician also had difficulties to insert the second coil and stopped the procedure. Considering it occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although patient had no serious injury, this might have occurred under less fortunate circumstances. A review of the manufacturing batch record confirmed that the lot reported met all release requirements. However, since no product was returned it was not possible to confirm any quality defect or device malfunction. Moreover, no medical events were reported at this time, therefore the assessment of a relationship with a quality defect is not applicable. Further information has been requested.

Event description:
This is a spontaneous case report received from a physician in united states on 27-oct-2015 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. Essure lot number was d06929. Two insertion dates were reported ((B)(6) 2015). Physician placed coil on one side, when released it left part of the delivery device behind (when coil was released, the catheter got caught and a piece broke off in the uterus). Physician used graspers to retrieve it and was able to removed it from uterus. The second device did not turn when the physician turned the handle. Office manager indicated patient was not harmed. Physician did not proceed and stopped the case. Physician did not feel comfortable placing second device from same box. Bilateral placement was not achieved. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, when the coil was released it left part of the delivery device behind (the catheter got caught and a piece broke off in the uterus). Physician removed it with graspers. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the exact mechanism of device malfunction was not informed. Physician also had difficulties to insert the second coil and stopped the procedure. A product technical analysis and follow-up information will be requested in order to clarify the event. Nevertheless, considering it occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although patient had no serious injury, this might have occurred under less fortunate circumstances.